Manufacturer narrative:
Block h6: imdrf a0501 captures the reportable event of coil wire detached. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during a surgical procedure, a sensor wire was used. The guidewire was broken into two pieces, and it was retrieved. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event and procedure outcome to date, despite good faith efforts.